Event description:
It was reported that the device had several resets while the patient was undergoing radiation therapy. The device had gone to vvi65 mode. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Device experienced four critical ram parity error power on resets (pors) between (B)(6) 2012 and (B)(6) 2012 in locations "18f0, 12 8d, 0d ff, 17 b1". Device should be able to recover from the event and continue normal function. Radiation therapy was noted during the events timeframe.